Event description:
A customer reported experiencing a cartridge alarm 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, the customer resolved the issue by loading another cartridge, but the alarm recurred. Technical support assisted by attempting to load a new cartridge, but when the alarm persisted, it was decided to replace the pump. The customer was informed about using multiple daily injections as a backup therapy and acknowledged the instructions given by technical support for receiving and returning the pumps. A replacement pump with updated software was sent to the customer, along with instructions on how to put the faulty pump into storage mode prior to returning it.